Manufacturer narrative:
Common device name, PMA/510k: no procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Patient information: will not be provided by the site. Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cervical spine procedure, there was an alleged inaccuracy. The amount and direction of the alleged inaccuracy was unknown. The screw was inserted by using navigation. At that time, entering into the pedicle was confirmed by the navigation, but a postoperative CT photography revealed a deviation of the screw. It was unknown if the inaccuracy was isolated to one instrument or multiple. The procedure was completed with back-up products. Vertebral artery (va) injury was caused by screw ob, and it presumably led to development of cerebral infarction. Hospitalization was extended for the patient due to this issue. There was no delay to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. The fusion procedure was at c3/4 or c4/5. The inserted screw deviated toward outside. After screw insertion, although the cross section was confirmed by "arcadis", there was "halation" as well. The angle of the screw was slight upright. The patient was transferred to another hospital, and there was no reoperation planned. "Doctor¿s comments: the bone quality was hard and there was also dislocation fracture, so it was instable, and the vertebral body may have rotated at the time of insertion, or creation of pilot hole." The site of the vertebral artery injury was at c4. The injury was found post-operation and the neurosurgeon performed an embolization (treatment for the cerebral infarction). The patient was recovering with no serious affects.